Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/27/2015 with the following findings: the pump battery compartment was observed to be cracked below the bumper pad and the battery cap was noted to be worn on the top of the cap. The cap was able to tighten securely to the pump for testing. The pump powered on with a dim display with a pinkish coloration. Unrelated to the above issues, the keypad was noted to be peeling from the pump; the keypad buttons were responding normally to presses and no contamination was noted when the cover was removed. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment and cap were damaged and the display screen was faded and discolored. This report is made based on the results of evaluation completed on 10/27/2015.